Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 158 mg/dl. No significant events leading to the alarm were observed. The customer stated that every time the piston would hit the back of the reservoir, it would slow down, then alarm motor error. He attempted to rewind and prime 3 times with no success. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a scratched reservoir tube window, a stained address and serial number label and a stained end cap sticker.